Event description:
It was reported that partial deployment occurred. An eluvia drug-eluting self expanding stent was selected for use in the superficial femoral artery (sfa) over a .014" guidewire. During the procedure, approximately 70% of the stent deployed and the remaining portion would not release. The physician dismantled the handle and was able to deploy the stent and complete the procedure. No patient injury or complications were reported.

Event description:
It was reported that partial deployment occurred. An eluvia drug-eluting self expanding stent was selected for use in the superficial femoral artery (sfa) over a .014" guidewire. During the procedure, approximately 70% of the stent deployed and the remaining portion would not release. The physician dismantled the handle and was able to deploy the stent and complete the procedure. No patient injury or complications were reported. It was further reported that the target lesion was 90% stenosed with severe calcification. Pre-dilation was performed. A contralateral approach was used to access the lesion. The stent was used over a .035" non-bsc guidewire. Resistance was felt during deployment. A kink was observed at the proximal shaft of the handle. The stent stretched a little due to the event. It was further reported that the .035" guidewire was used initially for this procedure. At some point during the procedure, a new .014" was introduced and was used to deploy the stent.

Event description:
It was reported that partial deployment occurred. An eluvia drug-eluting self expanding stent was selected for use in the superficial femoral artery (sfa) over a .014" guidewire. During the procedure, approximately 70% of the stent deployed and the remaining portion would not release. The physician dismantled the handle and was able to deploy the stent and complete the procedure. No patient injury or complications were reported. It was further reported that the target lesion was 90% stenosed with severe calcification. Pre-dilation was performed. A contralateral approach was used to access the lesion. The stent was used over a .035" non-bsc guidewire. Resistance was felt during deployment. A kink was observed at the proximal shaft of the handle. The stent stretched a little due to the event.